Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was successfully implanted, but as the physician was getting ready to close the pocket, the patient went into respiratory arrest. The device provided multiple shocks, but the patient was unable to be resuscitated and died. There were no allegations related to the device system or it's performance. It was noted that the patient was very sick and had non-ischemic cardiomyopathy, an ejection fraction of 15%, and documented monomorphic ventricular tachycardia (vt). The device system will not be returned as the physician closed the pocket.